Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. No additional information was known or reported. Multiple follow up attempts were made by tandem technical support; however, the customer did not provide the outcome of the event.